Event description:
A follow up x-ray showed rods displacing from the locking caps. It was noted the caps did not completely disengage from the rod. Surgeon revised patient with two caps and one cap was found to be loose.

Manufacturer narrative:
No investigation could be performed, no conclusion drawn, as no device was returned.